Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found scratching on the inner radius of the cup. The scratching is focused on one side of the inner radius. Both light and dark debris were observed on the porous coating. A portion of the porous coating material has chipped away from the cup. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet m2a-magnum pf cup 48odx42id: cat#: us157848, lot#: 798190. Biomet taperloc por fmrl 5.0x130: cat#: 103200, lot#: 697600. Biomet active articulation 42mm-3 e poly outer bearing: cat#unk, lot#: unk. 28 biolox ceramic inner bearing with -3 head adaptor, cat#:unk, lot#: unk. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed. Review of the available records identified the following: continues to develop further acetabular fractures with increase in discomfort. CT scans indicated that plastic articular bearing portion of dual articulation had disassociated and ceramic head remained within shell. Found posterior hip capsule had been disrupted and plastic bearing had disengaged and was located over the posterior surface of acetabular shell, ceramic head remained on stem and was articulating within cup. Explanted plastic bearing, erosion was noted on 1 side (wear) and had fractured stem found well-fixed and in good position and retained surgeon elected to remove cup due to possible damage. Acetabular bone stock was noted intact in anterior-superior quadrant, inferiorly as well as along the posterior rim, lytic defect noted in posterior column and wall, as well as the medical wall extending to anterior column ¿ debrided. New cup with multiple acetabular bone screws placed no complications. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The reported products were reviewed for compatibility, these devices are functionally compatible. However, an m2a magnum pf cup, left from the primary surgery was used in conjunction with a new active articulation hip bearing. This would be considered an off-label use of these devices. It is unknown if this combination would have caused or contributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, associated reports: 0001825034 - 2018 - 08628.

Event description:
It was reported patient underwent total right hip arthroplasty. Approximately 11 years later, patient underwent a second revision due to pain and bone fracture. Acetabular shell was removed and noted substantial damage to acetabular bone stock. No further event information available at the time of this report.